Event description:
A pt underwent a two-level x-stop procedure at levels unk. It was reported that when the treating surgeon was trying to place the implant on the second level, the wing insertion set screw would not engage the spacer insertion implant. The set screw [typo] on the wing appeared stripped. Another device was used and although the procedure took longer than usual (two hours vs 30 minutes), the procedure was successful. There was no pt injury.

Manufacturer narrative:
Method - f/u with company rep. Results - no conclusion can be drawn at this time. Eval summary: one peek spacer assembly and one wing assembly were returned for eval. Visual and functional inspection indicated: there is damage to the threads on the locking a screw of the wing assembly (refer to figure 2). When tested with the spacer/wing insertion instruments in the lab, the locking screw on the wing assembly would not engage into the threaded hole of the spacer assembly. There are scratches around the threaded hole of the spacer assembly (refer to figure 3). There are no other visible damages. Conclusion: the result of the returned product eval confirmed the reported complaint. The locking screw of the wing assembly would not engage into the threaded hole of the spacer assembly. Probable root cause: the improper disengagement of the wing insertion instrument from the universal wing assembly using a non-parallel separation of the wing insertion instrument and spacer insertion instrument is the probable root cause to this complaint. X-stop and x-stop pk, ipd use (B) (4) ((B) (4), revision 4), also indicates 'device breakage during procedure' as a foreseen failure, with 'mechanical force used with instruments', 'use of appropriate instruments', or 'operator error' as the root cause.